Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the product experience report (per). Bone density type is unknown. The reported device was located on an unknown tooth site, and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. A device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complainant reported that the the abutment screw fractured. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Item and lot number was not provide and the item is not being returned. Therefore, with the information provided, no further investigation can be carried out. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the screw fractured in a well seated biomet 3.4 implant. Removal tools already purchased. Patient returning for screw removal.